Manufacturer narrative:
D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. D6a: implant date is an approximate date as the actual implant date is not known.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed. A watchman laa closure device & delivery system (wds) was successfully implanted. The patient was discharged on eliquis and aspirin. The patient had a routine 45-day follow up transesophageal echocardiography (tee) and a device related thrombus was noted on the threaded insert of the closure device. The patient medication will be changed to xarelto and aspirin and a repeat echocardiography will be performed in 45 days.